Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the jaws of a prograsp forceps instrument wouldn't open after using for awhile. The instrument was removed and a frayed wire was noticed. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up cable was frayed at the distal clevis hub. The instrument was placed on an is3000 system and driven. Recognition and engagement test passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.